Event description:
During prep for an unspecified pci treatment procedure, the viva monorail 20/1.5 mm predilatation balloon detached from the catheter shaft. The physician declared that he felt a very high resistance when he tried to insert the balloon on the guidewire. He wiped down the wire without improvement. He decided to remove the balloon before it has contact with the pt. Despite wiping down the wire several more times he felt additional resistance and subsequently the balloon detached from the connection shaft. He was able to remove the detached balloon and continued the procedure with the same guide wire and another viva monorail 20/1.5mm balloon. No pt injuries or complications were reported. Pt status is reproted as 'good.'